Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00589 and MDR # 1828100-2014-00590. The user facility used a centrifugal stand-alone pump to continue the surgery. The technical support: during troubleshooting, when the user facility's biomedical engineer (biomed) went to retrieve the back-up system heart lung machine and the original central control monitor (ccm) assigned to this system-1 had an issue, refer to MDR #1828100-2014-00591. The customer switched out the ccm with the original ccm. The original ccm now assigned to the back-up heart lung machine, displayed "?" On all pump and module icons. Technical support walked the biomed through reassigning all pumps and modules in the perfusion screen and successfully calibrated the gas system, along with the arterial centrifugal pump and the flow meter. Back-up system 1 heart-lung machine was prepared and ready for use. The case was completed successfully approx thirty minutes after the back-up system was ready for use. The manufacturer is uncertain at this time if the back-up heart lung machine was utilized for the completion of the case. After the case was completed, the biomed put the ccm's back to their original base. Both systems had the same issue, flow was displayed on the ccm pump icon but not on the centrifugal control unit display. To correct this the biomed entered the configuration screen and unassigned and reassigned the centrifugal pump and the flow meter. The centrifugal pump display now displayed flow. The field service rep (fsr) went to the user facility to check functionality of all devices. The fsr found everything working to manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no flow on the centrifugal pump display. As a result, an alternate device was implanted. No other details regarding the nature of this event were provided.